Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a non-medtronic bioprosthetic valve, at 80% deployment mild paravalvular leak (pvl) resulted. After release of the valve, echocardiogram and angiography revealed the valve had moved ventricular resulting in moderate-severe pvl. A balloon aortic valvuloplasty (bav) was performed without improvement. A second valve was implanted in a superior position and improved the pvl to trace. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.